Manufacturer narrative:
The problem was due to hard disk memory inside the monitor unit. After the replacement of the hard disk, the laser system restarted to work. We are unaware about delay on treatment or pt injury.

Event description:
In the laser system, the monitor did not work. We are unaware about delay on treatment or pt injury.